Manufacturer narrative:
Other, other text: h10 ? Device evaluation results: one cadd solis vip pump was returned for investigation in used condition. A review of the event history log evidenced the following: (B)(4)2020 3:30:23 am system fault 41,622 occurred 1 0 0 3 debris was caught in the gears of the pump. This was causing the motor time out alarm. The reported product problem was therefore confirmed. The problem source of this problem was unknown however. A root cause was not established. The debris was cleaned out.

Event description:
Additional information was received indicating that there was no patient involvement.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited error 41622/motor time out. No adverse effects were reported.